Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 1, 2017, and the coating of the probe partially came off. There was a scratch mark on the probe. Short circuit error did not occur when an operator output in seal mode with the grasping section closed. Probe error did not occur when an operator performed a probe check. The manufacturing record was reviewed and found no irregularities. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred and the coating on the probe came off since the user output the device in seal & cut mode contacting with metal or surgical instruments. The error occurred due to the scratch on the probe. The instruction manual of the device has already warned as follows; warnings: 1) the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. 2) do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During an uncertain procedure, the subject device was used. After a short time use, an error occurred regarding the grasping section. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on november 1, 2017. The coating of the probe partially came off.